Manufacturer narrative:
(B)(4).

Event description:
User report received from (B)(4): "patient needed a central venous catheter during surgery. After proper in preparation, the senior physician performed a puncture to locate the superior vena cava. During of this process, the needle and cone broke off. The tip of the needle remained in the patient's body and the cone was stuck on the syringe. The needle tip could be removed completely, because the puncture was not far advanced. The patient sustained no further damage."

Manufacturer narrative:
(B)(4). Additional information received by the customer indicates the product code is de-15703-cp. Corrected data: section d.1.-brand name corrected to arrow cvc kit: 3-lumen 7fr x 20cm. Section d.4.-catalog # corrected to de-15703-cp. The customer did not provide a lot number; however, a potential lot number was determined based on a sales history review for this customer. A device history record review was performed based on a potential lot from sales history with no relevant findings. The customer report of a separated needle hub was confirmed by evaluation of the customer supplied photo. The needle hub was fractured and separated from the needle cannula in the photo. However, full complaint verification testing could not be performed as the sample was not returned for analysis. A device history record review was performed based on a potential lot from sales history with no relevant findings. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
User report received from ca bfarm: "patient needed a central venous catheter during surgery. After proper in preparation, the senior physician performed a puncture to locate the superior vena cava. During of this process, the needle and cone broke off. The tip of the needle remained in the patient's body and the cone was stuck on the syringe. The needle tip could be removed completely, because the puncture was not far advanced. The patient sustained no further damage."

Event description:
User report received from ca bfarm: "patient needed a central venous catheter during surgery. After proper in preparation, the senior physician performed a puncture to locate the superior vena cava. During of this process, the needle and cone broke off. The tip of the needle remained in the patient's body and the cone was stuck on the syringe. The needle tip could be removed completely, because the puncture was not far advanced. The patient sustained no further damage."

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided a photo for evaluation. Visual examination of the photo revealed the needle hub was broken and separated from the needle cannula. A small portion of needle hub remained adhered to the cannula. Full visual inspection could not be performed as no sample was returned for analysis. Additionally, neither the product code nor the lot number could be determined from the photo. The customer report of a separated needle hub was confirmed by evaluation of the customer supplied photo. The needle hub was fractured and separated from the needle cannula in the photo. However, full complaint verification testing could not be performed as the sample was not returned for analysis. A device history record review could not be performed since neither a lot number nor a product code was provided by the customer. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.